Event description:
During product evaluation, it was found that the packaging was within specifications. It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
During product evaluation, it was found that the packaging was within specifications. It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under cmp-(B)(4). Following sections were updated or corrected: b3, b4, b5, g3, g6, h2 and h11. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken bu the manufacturer.

Event description:
No additional information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: japan.

Event description:
It was reported that outside of surgery, during incoming inspection, it was found that the products had non-conformities, there were wrinkles in the sealing area. There is no patient involvement. Due diligence is complete and no additional information is available. There was no adverse event associated with this malfunction.